Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the sensor reading was giving inaccurate sensor reading of 43 mg/dl and it triggered the threshold suspend feature on the insulin pump. Customer checked his blood glucose and it was 103 mg/dl. He has been having reoccurring issues with the sensor. He stated he is very active and goes to the gym. He also has noticed blood on the sensor adhesive. Troubleshooting was performed on the sensor and it was noted the sensor was bent. Customer was advised how to properly calibrate the sensor. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and sensor failed the test. A visual inspection was performed and found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Unable to confirm the insertion anomaly do to the insertion needle was not returned.